Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (won't power on, monitor hums) has been confirmed.  Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the belt receptacle was pulled from the monitor enclosure and the guide pins were missing, preventing incoming testing. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the missing guide pins is physical damage. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on and was making a humming noise.